Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. Unable to determine the cause of the event.

Event description:
It was reported that six months post op, x-rays showed that the device had subsided. The pt is asymptomatic and there are no plans to explant at this time.